Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer number seven failed, error message clear obstruction and does not open when attempting to recover the customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 failed. The field service engineer assisted the customer to shut down the machine and removed the medication that was stuck behind the drawer. The fse verified the customer, tested the drawer and inventoried the device successfully. The system functioned as intended after the field service engineer resolved the issue.